Event description:
Event description guidant received information that the gas gauge measurement of this pacemaker indicated the battery longevity remaining was less than what was expected. It was also noted that the device was frequently mode switching due many atrial tachycardia response (atr) episodes when programmed to pace and sense in both the atrium and ventricle. As a result, the device was reprogrammed to pace and sense only in the ventricle and the lower rate limit was decreased.